Event description:
Customer reported that on (B)(6) 2011 due to a delivery issue involving a replacement meter he could not test and subsequently experienced dizziness and a loss of consciousness, which resulted in him falling to the floor. Paramedics were called, administered glucose via intravenous infusion and transported customer to a local healthcare facility where he was diagnosed with hypoglycemia. It was further reported that after bringing up his blood glucose level they administered an unknown amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: during troubleshooting with customer service it was discovered the customer had moved and the original replacement products had been delivered to his previous address. Customer received new products via a field exchange. This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken.